Manufacturer narrative:
Patient information was requested from customer, but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop while in use on patient. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator went vent inop while in use on patient. The customer reported there was no patient involvement. The customer refused to provide patient information.